Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the intra-aortic balloon (iab) was in use the doctor noted that there was a balloon leak on the catheter. There was no reported patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak (suspected) is not able to be confirmed. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported that while the intra-aortic balloon (iab) was in use the doctor noted that there was a balloon leak on the catheter. There was no reported patient injury or consequence.